Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The fenestrated bipolar forceps instrument was analyzed and the grip cable was frayed at the idler pulleys. Some bundles of the cable were frayed, but the cable is not fully broken. This confirms the customer reported issue. The instrument was further investigated and additional inspection identified thermal damage on one of the two bipolar yaw pulleys. Damage was located at the base of the grip, on the outer surface of the yaw pulley. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. This finding is unrelated to the primary issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the fenestrated bipolar forceps instrument's cable broke off. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the wire tension of the bipolar scissors was torn.